Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer also reported pump must stay plugged into a power source to continue using the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.